Event description:
It was reported that low sensing and pacing inhibition was observed on this right ventricular (rv) lead. The patient is atrial dependent; however recent atrial pacing was only 82%. Technical services (ts) was contacted for assistance. Several atrial tachy response (atr) episodes were stored and provided due to noise oversensing, and the lead had switched to unipolar configuration. Provocation maneuvers were performed, and noise was replicated. This rv is expected to be replaced but remains in-service at this time. No adverse patient effects were reported. Additional information was received. This rv lead is expected to be monitored with no expectation of replacement at this time. No adverse patient effects were reported.